Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: not applicable for animal use. A6: race: not applicable for animal use. B3: date of event: requested, unknown. D4: UDI: not applicable. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: email address: requested, unknown. E1: address: requested, not provided. E1: phone number: requested, not provided. E3: occupation: distrubutor purchasing officer. Based on the results of our investigation, the root cause of the complaint is confirmed as not related to our product or production process. A hole on the catheter tube was confirmed on the sample. However, the lot history file revealed no non-conformity or related issues that would affect product quality. The retention samples from the reported lot were inspected, and there was no damage or hole in the catheter. We have controls in place to prevent damage or holes from transferring into the product during manufacturing. We also conduct routine inspections to check the condition of the products and confirm the leakage test. This is also one of the check items for outgoing inspection. Therefore, we advise following the precautions and warnings to avoid damage for the proper usage of the IV catheter. Please refer to section h10 for the related report number. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.

Event description:
A hole on catheter tube was confirmed on the sample.